Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that balloon damage was confirmed during usage. There was no patient injury reported. It was not confirmed at the facility side if there were any missing pieces of the balloon, or if there were any pieces in the patient's body.

Manufacturer narrative:
Received 1 used silicone catheter. The reported event was confirmed as cause unknown. Visual evaluation noted that the balloon ruptured/burst. No pieces of the balloon are missing. The balloon active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that balloon damage was confirmed during usage. There was no patient injury reported. It was not confirmed at the facility side if there were any missing pieces of the balloon, or if there were any pieces in the patient's body.